Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the battery life was diminished, pump occasionally gave random no delivery alarms, had given one motor error and half of the reservoir compartment opening was broken off and the insulin pump had once rejected a new battery. The insulin pump will not be returned for analysis.